Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the cracked ac inlet and damaged protective cover of the power switch were unable to be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the maintenance unit, inlet is broken, power switch is broken and the metal parts of the power circuit (switch electrodes/ harness and so on) is exposed. The issue was found during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the following: a) four suction feet at the bootom with weak suction force / main chassis with deep rust and top cover with paint scratches. B) air flow rate low, due to the air punp unit / air pressure fluctuated, due to the worn out air joint unit and connector socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.